Event description:
Additional information received on (B)(6)2020 that the patient had a major infection on (B)(6)2020 that required surgery and changes to medication. No additional information was provided.

Manufacturer narrative:
B5, h4: additional information. Manufacturer's investigation conclusion: a specific cause for the report of a driveline infection and psychiatric episode could not be conclusively established through this evaluation. In addition, a direct correlation with heartmate 3 lvas could not be conclusively established. It was reported that the patient had a major infection starting on (B)(6)2020 . It was noted that the infection was a chronic driveline infection requiring frequent hospitalization for antibiotic therapy, operation, and wound vac therapy. The patient had a driveline infection wound smear on (B)(6)2020 revealing staphylococcus aureus, and a CT of the thorax and abdomen on (B)(6)2020 revealed inflammatory liquid collection along the driveline. The patient was treated with flucloxacillin therapy from (B)(6)2020 through(B)(6)2020 with dressing changes. The patient¿s white blood cell count was 5.52 on (B)(6)2020 and 7.82 on (B)(6)2020 . It was also reported that the patient had a wound smear on (B)(6)2020 revealing staphylococcus aureus, and white blood cell count on that day was 5.75. The patient underwent a driveline revision on (B)(6)2020 and had wound vac therapy from (B)(6)2020 through (B)(6)2020 . A wound smear on (B)(6)2020 revealed no evidence of bacteria, and white blood cell count on (B)(6)2020 was 4.28. The infection event reportedly resolved on (B)(6)2020 . It was also reported that the patient had a psychiatric episode on(B)(6)2020 . It was noted that there was a conversation between the patient and a colleague from psychosomatics. The patient was undergoing psychiatric evaluation, and the event reportedly resolved on (B)(6)2020 . The patient remains ongoing on the heartmate 3 lvas and no further issues have been reported at this time. The heartmate 3 lvas IFU lists driveline infection and psychiatric episode as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU and the heartmate 3 lvas patient handbook provide care instructions in reference to preventing infection no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a chronic driveline infection with a driveline wound smear on (B)(6) 2020 that was positive for staphylococcus aureus.